Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint is reported as: physician tried to insert the spring wire guide into the patient, but found the spring wire guide was bent. A new kit was opened to finish the procedure. No patient harm reported. The patient's condition is reported as fine.

Event description:
The complaint is reported as: physician tried to insert the spring wire guide into the patient, but found the spring wire guide was bent. A new kit was opened to finish the procedure. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). The customer returned one spring wire guide (swg) within its advancer tubing. Visual inspection of the swg revealed 4 kinks in the body of the swg. The kinks in the swg measured at 355 mm, 373 mm, 540 mm, and 572 mm from the proximal weld. The total length of the swg measured 601 mm, which is within specifications of 596-604 per swg product drawing. The outer diameter of the swg measured 0.807 mm, which is within specifications of 0.788-0.826 mm per swg product drawing. The undamaged portions of the returned wire were inserted through lab inventory 18 ga introducer needle per IFU which states, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The swg was able to pass through with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with the kit warns the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage. Do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was found to contain four kinks in its body. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use , unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.